Manufacturer narrative:
The manufacturer sent a letter to the physician on 6/28/10 in attempt to obtain the lead for analysis. On 7/6/10 the physician's office called the manufacturer to inform them he does not have the lead, and we should contact the sales representative involved with this case. On 7/14/10, the customer was contacting their sales representative to find out the location of this lead. On 7/19/10, the sales representative contacted the customer to inform them the staff accidentally threw the lead away after the explant. The sales representative wanted to note that the helix was damaged when it was removed; most likely from the explant procedure. The lead was explanted and discarded; as a result, the reported allegation cannot be confirmed. A new lead was implanted with no adverse patient effects reported. The event will be re-evaluated if additional information becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this lead was explanted 2 days after implant due to dislodgement which was confirmed by x-ray. This atrial lead would not pace or sense. It was noted that during the initial implant, the pocket was closed with good thresholds, sensing and impedance. On july 19, 2010, the sales representative contacted the customer to inform them the staff had accidentally threw the lead away after the explant. The sales representative wanted to note that the helix was damaged when it was removed; most likely from the explant procedure. A new lead was implanted with no adverse patient effects reported. The lead was actively implanted for approximately 2 days.